Manufacturer narrative:
Batch review performed on 11-06-2025. Lot 2428243: (B)(4) items manufactured and released on 27-01-2025 expiration date: 2030-01-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. There is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
At about 1 month from primary, the patient came in reporting pain due to a periprosthetic fracture and the cause is unknown. The surgeon cabled the fracture and revised the medacta stem and head to competitor components and revised the medacta liner to a medacta liner. The surgery was completed successfully.